Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a black screen during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, plug unit is dirty and circuit board in scope connector is dirty. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to corrosion on the plug unit whereas it is presumed that the additional reportable finding of dirty plug unit and circuit board in scope connector occurred due to water leakage and the image is not displayed occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.